Manufacturer narrative:
The customer returned contour next link meter (serial # cd025f). The returned meter was tested with the in-house test strips from lot # 8lpec05c, which gave satisfactory performance. The serial # for the affected contour next link meter indicated in section d4 of the initial report was cb025f. Whereas, upon the return of the meter, the serial # of the affected meter was found to be (B)(6). Sections d4 and h4 have been updated with the correct information.

Event description:
The customer obtained a blood glucose reading of 568 mg/dl on her contour next link meter. She had no symptoms of hyperglycemia. Based on the high reading, she received 8.7 units of insulin from her pump. The customer performed repeat testing within 10 minutes using another contour next link meter and obtained a reading of 228 mg/dl. There was no allegation of an adverse event. The customer stated that she used all the test strips from the affected lot and discarded the bottle of strips and therefore, test strips are not expected to be returned. A replacement meter was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.